Manufacturer narrative:
No a17 alarm or unexpected low battery alarm noted during testing. Unit passed self test and displacement test. Unit alarmed a21 during a21 error test and had unexpected reset to factory default, problem isolated to I/b. Unable to verify basal anomaly or alert/alarm icon anomaly due to a21 error alarm and unexpected reset to factory default. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart, a reduced battery life, and an additional error alarm. Blood glucose level at the time of the incident was 188 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.